Event description:
It was reported that pump displayed ongoing cartridge alarms during cartridge loading, even though customer followed prompts and had not previously reported this specific alarm with this pump, but had cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, and technical support confirmed issue and arranged pump replacement; no additional corrective actions were reported. Customer will revert to manual insulin injections for backup therapy.